Manufacturer narrative:
The mvp has not been returned for evaluation; product analysis could not be performed. The reported event could not be confirmed. An event cause could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during procedure, device went into a side branch and did not fully deploy. Complete stasis was not achieved. Product was not implanted. There were no symptoms or complications with the patient associated with this event.

Manufacturer narrative:
Additional information, device evaluation the mvp plug was returned for analysis. As received, the plug was detached from its pushwire; the pushwire was not returned. The mvp plug was found to be have detached from the pushwire at the detach zone. No damages were found with the proximal marker. The proximal end of the proximal marker (threaded insert) was found to be clear of obstruction. Visual inspection of the threaded insert revealed no irregularities. The plug was examined and found to be open. In addition, images were provided for review. Based on the device analysis, reported information, and provided images, the mvp did not migrate; the device had been positioned in a side branch, rather than the intended location. All products are 100% inspected for irregularities and damages during manufacture. If information is provided in the future, a supplemental report will be issued.